Event description:
The customer reported that while the unit was in use on a pt, the invasive blood pressure readings on the display became low and inaccurate and triggering was erratic. Therapy was continued. No pt injury was reported.